Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The biomed reported back up alarm failure when powering on the unit. The biomed advised error consistent with check vent: backup alarm failed in the significant event logs. The remote service technician (rse) advised biomed per service manual rev k. Central processing unit (cpu) printed circuit board assembly (pcba) and provided part identification. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The biomed confirmed replacement of the cpu pcba and needed option codes. The rse provided option codes and the biomed advised to close the case.